Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02891. The pt was implanted primarily for foot pain. The physician informed the pt that coverage of her back pain may not be possible due to the lead placement. It was reported the pt had experienced less effective stimulation coverage to her back, and the physician planned to conduct a second trial to address the back pain. However, x-rays revealed the lead had migrated. The pt underwent surgery on (B)(6) 2013 to have the lead repositioned. The lead was replaced due to invalid impedances and possible damage during the dissection of the lead. Intraoperative testing with the new lead revealed invalid impedances which persisted after the physician washed out the ipg header. The ipg was consequently explanted and replaced during the procedure. The pt reported effective coverage of her back and foot postoperative. It was reported the cause lasted approximately 5 hours. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the vent reported. Sjm defers to the pt's physician regarding medical history.